Event description:
The customer contact reported during programming the device touchscreen does not work and will not calibrate. It was reported there was no pt involvement. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. This was found to be due to corrosion on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info know by the rptr upon query by hospira personnel.